Event description:
Dizziness; knee pain; double vision; temporary loss of sight; nausea; tired; stiffness in multiple joints. Information was received of a patient, with a history of osteoarthritis, arthritis, and back problems (unspecified). The patient received their first synvisc injection to the right knee in 2003 at about 3:00 pm, and around 5:00 or 6:00 pm the patient complained of dizziness, double vision and a sensation like the room was spinning. At the time of this report, the caller indicated that the patient was still experiencing these symptoms. Additional information was received in 2003 from the patient's physician who reported that the patient has a 40-year history of severe osteoarthritis (oa) and rheumatoid arthritis, with x-ray findings of joint narrowing and no osteophytes. Recent x-rays (date unknown) of the patient's right knee showed "advanced rheumatoid arthritis, with bone on bone contact, and virtually no cartilage space remaining." X-rays from earlier in 2003, of the patient's low back, showed advanced arthritis "throughout the lumbar spine and a complete laminectomy from the upper lumbar down to the sacrum." The patient also has a history of arthritis pain in their hip and right knee. The patient has been treated with nsaids and steroids for their oa, but has not received prior viscosupplementation treatment. The patient reported to their physician that they have a history of an allergy to feathers, as well as, asthma. In 2003, the patient received their first synvisc injection to the right knee "through a lateral parapatellar tendon approach" and experienced knee pain, double, vision, dizziness, temporary loss of sight, and stiffness (unspecified) after the injection. The patient was evaluated by their family physician (date unknown) and their dizziness was reported as not being attributed to synvisc. The patient reportedly recovered, and one week later, the patient received an intra-articular injection of a local anesthetic followed by their second injection of synvisc to the right knee. Two days later, the patient experienced knee pain, nausea, tiredness, and stiffness in multiple joints. The physician noted that knee pain and swelling in the right knee were observed prior to the injections and no synovial fluid was aspirated before or after the injections. Three days later, the patient canceled the third injections because they thought the synvisc had made them sick. The orthopedic physician noted to the patient that they may be allergic to chicken feathers and probably should not use the product anymore. At the time of this report, the patient has recovered.